Manufacturer narrative:
The full name of the initial reporter noted in block e is (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic interface module, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, multiple autofill errors occurred with the cardiosave intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.